Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an angiojet solent proxi thrombectomy system. With visual examination, there was no damage or irregularity in the catheter. With visual examination, there was no damage or irregularity in the male connector with the female luer. The thrombectomy system was inserted in to the ultra-console for functional testing. The catheter would not get into priming mode and received a ¿check saline supply ¿error. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter had a hole in it. An angiojet solent proxi was selected for a thrombectomy procedure, target lesion details are unknown. It was alleged that there was a hole in the catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter had a hole in it. An angiojet® solent¿ proxi was selected for a thrombectomy procedure, target lesion details are unknown. It was alleged that there was a hole in the catheter. No patient complications were reported.